Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence after receiving radiation treatment. Upon examination, fluid loss was identified in the balloon; therefore, the existing aus was removed and replaced with a new one. No further patient complications were reported.